Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated, the product met release criteria. Associated products were not provided. It is unknown, if qualified products were used. The product investigation could not identify a root cause. We are unable to verify the reported issues. Due diligence, has been performed in an attempt to obtain further information on this event. The reporter has not responded to request, for follow-up information. File will be reopened, if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, it was noticed that the lens was dislocated to posterior segment. The iol was exchanged for unspecified lens. Additional information has been requested.